Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient had been on aspirin and clopidogrel prior to the procedure. 1000 ml of fluid was given prior to the procedure start. Heparin was administered during the procedure. A 33mm watchman laa closure device was implanted after the release criteria were met. At the time of the implant, the patient was in paroxysmal atrial fibrillation. Two weeks later, the patient was experiencing shortness of breath and came in for a transesophageal echocardiogram (tee). They found the closure device in the proximal descending aorta. The closure device was retrieved out of the patient by colposcopy forceps. The patient is currently doing fine.